Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 11/23/2011 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The technician reported the pt presented with a myopic shift. Add'l info has been requested.